Manufacturer narrative:
This report is submitted on march 1, 2022.

Event description:
Per the clinic, the patient experienced a head trauma resulting in a loss of the osseointegration of the implant. There was a skin revision using silver nitrate.